Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was cut. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mis-handling, by allowing the cord to come in contact with a sharp object which cut the insulation, exposing the wires. This was further defined as user error, misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was observed that the foot control device had exposed wires. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; it was stated only that the event occurred during (B)(6) of 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.